Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) displayed a high out of range (oor) pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) lead, which caused a lead safety switch. High thresholds and oversensed noise were also noted on the rv lead. There was no pacing inhibition and the cause of the oor measurement remains unknown. The crt-p was reprogrammed and there are future plans for a new system to be implanted. For now, the ctr-p remains in service and there were no adverse patient effects reported.

Event description:
Additional information received indicating that a revision procedure was performed wherein this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.